Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the customer was hospitalized for a hypoglycemic event and that the insulin pump alarmed for a button error. The blood glucose reading at the time of admission was 29 mg/dl. The button error alarm occurred while the nurses were attempting to remove the insulin pump from the customer's body. The perceived cause of the low blood glucose was that the medications had been adjusted and that the customer had not been eating well. Nothing further was reported.